Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call unexpected restart alarm and external ram crc error alarm. Customer's blood glucose level was 3.9 mmol/l. Troubleshooting for the unexpected restart alarm was performed. Customer replaced the battery, received a low battery alarm and then an unexpected restart alarm. Customer advised a temporary basal was not programmed before the unexpected restart alarm occurred. Customer was advised to monitor the insulin pump and call back if issues persist.